Event description:
Customer uses product to hold insulin infusion set, places ported dressing on skin, inserts infusion set, then places iv3000 over infusion set. Dressing not adhering when wet, infusion set dislodges and blood sugar increased.